Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an unk "defib fault" message and a "defib disabled" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a f/u report when our investigation is completed.